Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx (6mm x 190cm) device during treatment. It is reported that a kink was observed in the distally on the wire. This was not noted prior to use. It is reported that the guidewire prolapsed and the tip of the spider fx detached in the patient¿s vessel. The procedure was abandoned and the tip was removed in surgery. The patient is recovering well.